Event description:
Surgical light separated from mounting plate and dropped from ceiling plate and dropped from ceiling. Electrical wires held and prevented light from dropping all the way. Light arm with light hit guerney and operating microscope. No injury to pt or operating room personnel.